Event description:
Oned ay prior to procedure this pt presented to the ER after massive subarachnoid hemorrhage (sah). He was considered to be grade 4 hunt & hess. The aneurysm had an oval shape and a narrow neck 4.5 x 3.5mm. The coil was advanced within the aneurysm gradually, but one of the loops appeared to project outside the neck of the aneurysm, so some forward and back ward movement of the wire was used to achieve a more optimal position. However, suddenly the coil appeared to separate from the rest of the delivery system (approximately 1.52cm of the coil were within the microcatheter (mc) at the time of separation). Gentle forward push showed the coil to be tending to form in an undesired position, so the mc was withdrawn slowly in the hope that the coil would withdraw with it. The coil however, remained within the aneurysm as the mc was being withdrawn.

Event description:
During coil embolization, the physician encountered difficulty placing the coil, the coil pre-detached from its shaft, and was deployed in the aneurysm. During attempts to retrieve the coil using a snare, the coil fractured into small pieces. Part of the coil has remained in the pt's vessel.